Event description:
The caller reported air bubbles or gaps in the system, specifically in the tandem mobi cartridge during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by ensuring air bubbles no longer existed after using the fill tubing feature and was able to resume insulin therapy, acknowledging and understanding the resolution.